Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with intraperitoneal (ip) ceftazidime (dose and frequency not reported) and ip cefazolin (dose and frequency not reported). Both antibiotics were ongoing. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient¿s height was reported as (B)(6). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).